Event description:
Initially, it was reported by the company representative: the customer was using a maxlift to transfer a resident from a bed to a wheelchair and it stopped lowering a little less than a foot from the wheelchair seat. The representative was informed that the emergency lowering system did not work when they tried it so they had 4 caregivers assist in getting the resident down into their wheelchair; no injury reported. Please refer MFR report # 9611530-2013-00134.